Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; serial# (B)(4) ; implanted: (B)(6) 2008; product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient lives in a nursing home. Their pocket opened up a little less than 2 weeks ago. The patient was admitted to the hospital yesterday ( (B)(6) 2021) for explant of the pump.  Wound care was attempted but explant was necessary for wound healing.  The pump was explanted.  The catheter was cut in the pump  pocket, pulled tight, and tied off. When they let go, the catheter retracted slightly and pushed back in the tissue. Her pump pocket was to be healed with wound care as no closure options were available. Allowing it to heal with secondary intent was further noted.  The explanted pump was discarded by the healthcare provider.  Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had poor skin integrity in addition to being bed ridden.  No diagnostic tests were performed.  The issue was not resolved as of (B)(6) 2021.  The patient medical history was noted as having been requested but would not be made available.